Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was not recognized even after trying different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug pump into a known working outlet for 30 minutes, then to use multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump, confirmed shipping details, provided return instructions for problematic pump, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.